Event description:
Per the clinic, the patient experienced an infection at the implant site and was subsequently treated with topical antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to replace the magnet. The implanted device remains.

Event description:
Per the clinic, the patient experienced a skin flap breakdown resulting in the magnet extrusion. The implant remains in-situ.